Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to "wiggle" the usb cable in order to successfully charge the pump. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to determine if an alternate usb cable resolved the issue; however, the customer did not respond.